Manufacturer narrative:
It was reported a battery with a loose connection. The battery, bat510456, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery met specifications; the device passed visual examination and functional testing. The results of the analysis revealed that the battery was able to connect to both power ports; all connections were stable with no abnormalities observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
It was reported that the battery had a loose connector. The battery was exchanged. No patient complications have been reported as a result of this event.